Manufacturer narrative:
(B)(4).

Event description:
The patient reported a sudden return of symptoms in (B)(6) 2015 accompanied with increased battery longevity. He experienced slow walking on a daily basis. The patient's last recharge session was three days prior to (B)(6) 2015 and the implantable neurostimulator (ins) was still at 100%. The status of the ins was on and ok. The patient suggested that electromagnetic interference (emi) from security gates and theft detectors could be related to the issue. He wanted to change to group b, since the healthcare provider (hcp) gave him permission to do so. The patient had an appointment with the hcp, who checked the implant and said it was working fine. However, the patient's ins battery was still staying at 100% and he thought it should be depleting. It was determined that the patient was talking about a battery discrepancy from the programmer and recharger. The battery screens were explained and it was thought that the patient was confused about the shading and battery representation of change level of the ins. The patient's indication for use was parkinson's dual. The action taken was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported that charging more often and for long periods of time resolved the battery longevity issue and walking slowly.